Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Event description:
It was reported that six months after initial implantation of the device on (B)(6) 2014, the screw loosened from the tibial anchor, and fixation began to fail. The screw holding the washer down worked its way loose over a year. The anchor was retrieved on (B)(6) 2015. There were no problems with the initial implantation. There never was another anchor implanted. The exact date is unknown when the surgeon became aware of the screw migration. Patient's bone quality was noted as very good.